Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7

Event description:
It was reported the patient's blood glucose level rose to 395 mg/dl while wearing the pod longer than 48 hours. The pod reportedly fell off the infusion site (abdomen) causing the cannula to dislodge. After removal, patient discovered the cannula bent and skin irritation. Treatment details were not reported.